Event description:
The aaa therapy included the possibility of an aui. The pt had very tortuous iliacs. During the procedure, because of tight iliacs, the 12fr sheath kinked. The clinician was unable to straighten the sheath and decided to proceed with implanting a second trunk-ipsi device thus requiring the aui. According to the clinician there was no device failure and made no allegation of product deficiency.